Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the lot number was not reported. Factors that may contribute to polymer coating separation/detachments during the procedure may include but not limited to manufacturing, mishandling of the device during preparation, anatomical conditions or device interactions. Based on the limited information provided by the account, the investigation was unable to determine a conclusive cause for the reported polymer separation. In this case, the primary design requirements per product specifications for ht bmw universal ii state, the distal tip has a radiopaque length of 3.0cm. It is possible that during device selection for the procedure, the account did not verify the packaging label which states that 3.0cm of the tip is polymer free; however, this could not be confirmed. Additionally, the reported foreign body in the patient appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Device problem code 4008 was removed. D9, h3 - device status changed from returning to not returned.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A balance middleweight universal guide wire tip is suspected to have detached polymer coating. It is unknown if the coating was ever retrieved. A new guide wire was used to complete the procedure. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.